Event description:
The distributor reported on behalf of the customer that the device 9035040 poole suction instrument w/removable sheath, bns, was being used and "noticed what appeared to be a piece of plastic protruding through the distal portion of the tip on the poole suction.¿ per further assessment it was reported "after use during a c section the poole suction tip was removed from the patients and the cst noticed what appeared to be a piece of plastic protruding through the distal portion of the tip. The defective tip was removed from the field and the patient assessed to ensure there were no retained foreign objects. None were found." It was not clear if the piece protruding was part of our device; however, "from the customer perspective if was a malfunction of the poole suction." There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 report, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience, and training in laparoscopic techniques should use the components of the airseal system. We will continue to monitor per regulatory requirements to help ensure patient safety.